Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from four patient samples processed on a vitros 5600 integrated system. A vitros tropi es reagent cannot be ruled out as potential contributing factor. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There is no evidence to suggest that an instrument issue contributed to the event. The assignable cause of this event is unknown.

Event description:
The customer obtained higher than expected vitros tropi es results from four patient samples processed on the vitros 5600 integrated system. Patient 1 tropi es=5.61, 0.069 vs. Expected <0.034 ng/ml patient 2 tropi es=0.967 vs. Expected 0.025 ng/ml patient 3 tropi es=0.071 vs. Expected < 0.012 ng/ml patient 4 tropi es=0.079 vs. Expected 0.014 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results for patients 1-3 were reported from the laboratory, however, the first patient result was questioned by the physician and corrected reports were later issued from the laboratory based on repeat testing of the samples. Patient 4 was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).